Manufacturer narrative:
The hospital biomed removed the ez change module. Customer contact reports no patient information available.

Event description:
The hospital reported higher than expected carbon dioxide readings. There was no reported patient injury.